Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels over 550 mg/dl. No troubleshooting was done on the insulin pump because the customer did not have any supplies with her. The customer stated that she was getting no delivery alarms during the priming process. Nothing further was reported.